Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose. The customer did not report any symptoms such as nausea and vomiting. Blood glucose at the time of the admission was unknown. The customer was wearing the insulin pump during the hospitalization. The customer states the pump was not suspended when it should. The customer will be discussing pump with there health care provider. The insulin pump will not be returned for analysis.